Event description:
It was reported that the insulin pump is not alarming if insulin is not delivering insulin. The blood glucose reading is 59 mg/dl. Customer treated with juice. Customer stated that the cannula has bent upon insertion. The blood glucose readings have over 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.